Event description:
It was reported that the patient with this pacemaker stated experiencing pain at the device site accompanied by electric shock-like pain in the left scapula, beginning approximately one month after device implantation. The patient also stated that pain management treatment previously provided relief for five years, but pain has returned and was described as worse than a broken leg or ribs. This device remains in service at this time. No adverse patient effects were reported.